Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 4. The fill volume was 1500ml and the total drain volume was 2640ml. This drain volume meets iipv criteria. Product surveillance followed up (B)(6) 2010 with the nurse who reported she was aware of the iipv as the hp had reported to her that she had felt very bloated/full during that therapy. Symptoms were resolved after hp drained. The nurse stated the hp has continued therapy using the new cycler, and was no longer getting the alarms she was experiencing on the other cycler. No patient injury or medical intervention was reported by the nurse.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.